Event description:
It was reported that revision of the hemi head and modular sleeve was performed due to recurrent dislocation. Previous revision reported via MDR 3005975929-2017-00371 and subsequent procedure via 3005975929-2017-00373.

Manufacturer narrative:
Through a legal claim, it was reported that left hip revision surgery was performed due to recurrent dislocation. A previous revision of the bhr head implanted on (B)(6) 2009 is captured was investigated under a related complaint (B)(4). At the time of this (B)(6) 2011 revision, only the hemi head and sleeve were revised, and the original bhr cup implanted on (B)(6) 2011 remained implanted, along with a femoral stem implanted on (B)(6) 2011. A replacement hemi head & modular sleeve were inserted during this (B)(6) 2011 revision. As of today, device return and additional information has been requested for this revision complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. The supplied medical documents were reviewed. According to the provided revision report of the second revision, there were no signs of loosening, the acetabular component was intact and in appropriate anteversion. There was a large anterior osteophyte at the anterior margin of the acetabulum. This was removed until there was no anterior impingement. No x-rays were provided to assess the implant position, and a whether it contributed to the recurrent dislocations. Based on the provided documents it cannot be excluded that the impingement on the osteophyte contributed to the recurrent dislocations. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that a second left hip revision surgery was performed. During the revision, the hemi head and modular sleeve were removed. The bhr cup and short taper stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The available medical documents were reviewed. An office visit note indicated that the patient dislocated her hip after internally rotating her left leg. An x-ray indicated the dislocation was reduced. No subsequent documentation was provided regarding dislocation. The revision intra-operative report indicated the femoral and acetabular components were intact without signs of loosening. The acetabular component was also noted to be well ingrown and in appropriate anteversion. There was a large anterior osteophyte that had grown up at the anterior margin of the acetabulum. The femoral and acetabular components were noted to be intact and the acetabulum in appropriate anteversion. The internal rotation of the left leg and large anterior osteophyte cannot be ruled out as contributing factors to the dislocation. All the released devices involved met manufacturing specifications at the time of production. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: MFR site.